Event description:
It was reported that during implant attempt, the right ventricular lead had sensing difficulties, noise and no capture. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner tubing was kinked/buckled, and the lead appeared to have been damaged at implant.